Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed in february 2010 and performed to specification up to the 26th january 2014. The device failed a self-test due to a low battery on the 2nd february 2014 and remained in fault mode until the 19th march 2014. Multiple manual power ups, mainly of 10 minutes duration, were recorded between the (B)(4) 2015 and the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.